Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with stent damage. The distal and middle sections of the stent were squashed. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The target lesion was located in the severely calcified obtuse marginal (om). The lesion was predilated with an unspecified balloon and then the physician attempted to advance a 2.75x12mm promus element stent delivery system (sds) to the om; however, the device was unable to cross the lesion. The physician also attempted to cross a 2.50x24mm liberte bare sds and a 2.50x24mm promus element sds but the attempts were unsuccessful. The procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage. This product is only (B)(4) approved but it is similar to an approved us device.